Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a carousel drawer #12 failed. The field service engineer stated that station was shut down and rear cover of the auxiliary removed. Found failed pivot bushing. An escort removed some large bag of medication from station. The fse checked all rear chassis connections and cleaned optical sensors. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation 4000 had a drawer failure. The customer stated that the pyxis drawer 12 in the pyxed machine keeps failing. This is a carousel drawer and does not sound like it is spinning. The issue was causing a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.